Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced an st segment elevation. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave catheter was used. The patient was under local anesthesia and was deep breathing. The transseptal puncture was performed using a faradrive sheath and a versacross connect, then the versacross connect was removed and replaced with the farawave catheter. An st segment elevation was observed on the electrocardiogram (lead ii and chest leads) two minutes later. Coronary angiography was performed, during which the st segment elevation recovered, and angiography confirmed that everything was normal. There were no abnormalities with the device appearances and aspiration showed no air. The procedure was able to be continued and completed. The patient was admitted to the high care unit (hcu) as a precaution and discharged the following day. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Correction to the initial MDR in blocks d7 and h8.

Event description:
It was reported that the patient experienced an st segment elevation. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave catheter was used. The patient was under local anesthesia and was deep breathing. The transseptal puncture was performed using a faradrive sheath and a versacross connect, then the versacross connect was removed and replaced with the farawave catheter. An st segment elevation was observed on the electrocardiogram (lead ii and chest leads) two minutes later. Coronary angiography was performed, during which the st segment elevation recovered, and angiography confirmed that everything was normal. There were no abnormalities with the device appearances and aspiration showed no air. The procedure was able to be continued and completed. The patient was admitted to the high care unit (hcu) as a precaution and discharged the following day. The device is not expected to be returned for analysis due to disposal.